Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was not secured in the handle assembly and the slack was not taken up correctly. It was also possible to observe that the tripwire was cut by the customer to remove the device from the endoscope. The ligator head was returned with six bands attached. Microscopic examination was performed, and it was found that one tooth of the ligator head was bent and tangled with the suture thread. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of failure to deploy was confirmed. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps can cause the trip wire to slip through the handle assembly and an inaccurate deployment of bands. This can cause more tension to be applied to the device and damage to the ligator head teeth. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band is released without problem; however, the remaining bands would not release. Reportedly, the endoscope was removed and was tested outside the patient and the band was noted to be stuck and that due to the force of the hooking wire, "the endoscope was wrinkled like an accordion". The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band is released without problem; however, the remaining bands would not release. Reportedly, the endoscope was removed and was tested outside the patient and the band was noted to be stuck and that due to the force of the hooking wire, "the endoscope was wrinkled like an accordion". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on july 07, 2021: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first band is released without problem; however, the remaining bands would not release. Reportedly, the endoscope was removed and was tested outside the patient and the band was noted to be stuck and that due to the force of the hooking wire, "the endoscope was wrinkled like an accordion". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.